Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt called and need clarification on MRI mode on their device. Pt said that about a month ago, their implant (ins) was put into MRI mode, however, they had trouble with the controller and was not able to turn off MRI mode. Agent provided education on the MRI mode. Agent was not able to clarify the controller issues that the pt had and the hcp as the caller disconnected. Agent attempted to call back the pt but was transferred to voicemail.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.